Manufacturer narrative:
UDI not required. Legal manufacturer: hcs madison (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 pressure switch was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported the unit had a defective pneumatic module, resulting in a loss of the ability to ventilate. There was no report of patient involvement.